Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was 300 mg/dl. Customer was advised no to continue using insulin pump.